Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a death occurred. The patient present with multivessel disease, heart failure, cardiogenic shock, and st-elevation myocardial infarction with an ejection fraction of 15%. An angiogram revealed that the left main (lm) was occluded. The lm target lesion was non tortuous and moderately calcified. A 28 x 3.50 promus elite stent was implanted from the left main coronary artery to the left anterior descending artery. Post percutaneous coronary intervention, the patients hemodynamic condition slightly improved. However, the patient experienced continuous ventricular tachycardia and died in the intensive care unit. The physician mentioned that the promus elite had no role in the death of the patient.